Event description:
The perfusionist stopped the rotaflow to re-apply the gel to the device. An error message appeared which required re-starting of the device. At the same time, the patient coded. Medical intervention successfully restarted the heart. No patient consequences were reported. The time frame associated with the application of gel, error message and restarting the device is reported to be 15 seconds. (B)(4).

Manufacturer narrative:
(B)(4) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. No specific information regarding the error code is available at this time. We are following up with the customer for evaluation of the device. A supplemental medwatch will be submitted if additional information becomes available. Items marked ni are unknown to us at this time.